Event description:
On (B)(6) 2018, a 12mm amplatzer muscular vsd occluder was not implanted due to sizing. The device was exchanged for a 14mm amplatzer muscular vsd occluder (lot number: 5008417). After releasing the occluder, the device embolized to the patient's lung and the patient was reintubated and the device was retrieved. A 12-10mm amplatzer duct occluder (lot number: 479522) was selected for implant, however it was removed prior to release due to sizing. An 18mm amplatzer muscular vsd occluder (lot number: 4959869) was selected for implant, but it was also removed prior to release due to sizing. And a 22/18mm amplatzer vascular plug ii (lot number: 5335493) was selected for implant, however, it was not released due to sizing. There were no patient consequences reported and surgical closure will be scheduled on a later date.

Manufacturer narrative:
An event of embolization was reported. The investigation confirmed the occluder met functional and dimensional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown.

Event description:
On (B)(6) 2018, a pda type c had measurements of 23.3mm aortic ampulla, 9.7mm at its narrowest, and 19mm long. A 12mm amplatzer muscular vsd occluder was selected but was not implanted due to sizing. The device was exchanged for a 14mm amplatzer muscular vsd occluder (lot number: 5008417). The 14mm vsd occluder was deployed and released. The patient was extubated and fluoroscopy revealed the device embolized to the patient's right pulmonary artery. The patient was reintubated and the device was retrieved via snare. A 12-10mm amplatzer duct occluder (lot number: 4799522) was selected for implant, however it was removed prior to release due to rigidity and length not being appropriate. An 18mm amplatzer muscular vsd occluder (lot number: 4959869) was selected for implant, but it was also removed prior to release due to sizing. And a 22/18mm amplatzer vascular plug ii (lot number: 5335493) was selected for implant, however, it was not released due to sizing. There were no patient consequences reported and surgical closure will be scheduled on a later date.